Event description:
A surgeon reported a myopic surprise following a toric intraocular lens (iol) implant procedure. Add'l info was rec'd from the surgeon that the pt observed blurry distance vision. There has been no confirmation of further intervention. In the surgeon's opinion the iol did not cause or contribute to the outcome. He reported the cause of the event is possibly related to prior corneal pathology. Add'l info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain add'l info by phone, fax, and mail. A completed questionnaire was not rec'd. (B)(4).